Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Photo evaluation: one photo was returned for investigation. From the photo, observed foreign matter on needle hub with solution. Sample evaluation: one actual sample returned with open package and needle hub for investigation. Observed black loose foreign matter inside the needle hub. The needle hub not belonging to syringe catalog 302149. The complaint is confirmed, and product is out of specification. The loose black foreign matter was sent for the ftir test to determine the foreign matter type. The ftir result shows that the spectrum of the foreign matter had best match with that of polycaprolactam. Polycaprolactam is a type of polyamide. Most common polyamide are nylon which has numerous applications including clothing, bags and tubings. The investigation was able to confirm the customer experienced based on the evaluation and testing that was performed on the returned samples. Based on the ftir results, the loose black foreign matter is a type of polyamide. Most common polyamide are nylon which has numerous applications including clothing, bags, and tubings. Possible source could be bottom web which is in nylon material. However, there was no damaged found on bottom web from the returned sample packaging. (Refer to figure 2) observed no damaged from returned packaging. Based on the verbatim ¿there was foreign material in the syringe. When the customer used syringe, it was moved to needle hub.¿ the loose fm could be introduced before packaging process. The foreign matter could have been transferred from manufacturing environment during product handling or application.

Event description:
It was reported that a 10 ml bd plastipak¿ syringe, luer-lok¿ had foreign matter in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 10 ml bd plastipak¿ syringe, luer-lok¿ had foreign matter in the syringe.